Manufacturer narrative:
The reported event occurred on an unspecified date in 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the one link of a one-link needle-free IV connector would not come off when using a hemostat. The IV was removed instead. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.